Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when they attempted to administer intravenous medication through the patient's central line, they identified that the female luer of the smartsite had separated from the clear main body of the needleefree valve. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Conclusion: the customer¿s report of separated smartsite body was confirmed. Visual inspection of the returned set noted the female luer adaptor (fla) of the smartsite separated from the clear casing. Functional testing of the set was not performed due to obvious damage. Although it is not possible to determine a definite root cause for this issue, a previous investigation was able to replicate a break similar to the one observed in the complaint sample. During the testing, alcohol was applied to the body of the smartsite component and weakened the acrylic eventually leading to a break. The alcohol can weaken the outer surface of the part, and micro-cracks can develop during the stresses applied during engagement and disengagement of a syringe or male luer. Repeated application of alcohol and repeated engagement and disengagement of the component may eventually weaken the part to the point of failure.